Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. The isi failure analysis engineer (fae) performed an analysis of the submitted photograph. The initial report stated a broken wire. Fae identified a loose conductor wire; however, indicated that they are unable to fully confirm if the conductor wire was broken.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, damage was reported on the fenestrated bipolar forceps (fbf) instrument. No further information was provided. The user continued the planned procedure. No report of fragment falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the yaw pulley. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.